Event description:
The reporter stated the surgeon used aq2010v three piece silicone lens. The surgeon loaded the lens. As the surgeon was advancing the lens in the injector, the surgeon noticed the lens got stuck and the lens was damaged. There was no pt contact. Another same model and size lens was implanted. No lot numbers were provided.

Manufacturer narrative:
(B)(4). Eval codes, results: (other) a visual inspection of the returned product found lens stuck in cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue on cartridge. Conclusion: (other) an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened in june 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of mfg of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the eval of the returned product, possible root causes for lens tears include both delivery system issues and delivery errors by the customer. (B)(4).